Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload.

Event description:
Treatment of an avm. During catheterization, it was reported that the guidewire and marathon catheter could not be positioned because the guidewire could not be torqued. The physician then removed the guidewire and it broke off inside the catheter. The entire system was removed from the patient including the guidewire. No patient injury reported.